Manufacturer narrative:
Due to character restrictions in block e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during pre-use inspection cardiosave intra aortic balloon pump (iabp) had a touch screen failure. There was no patient involved.

Manufacturer narrative:
Corrected fields: h6 (investigation findings, component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b1; b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code; component code; h11 corrected field:e2; e3; e1 event site address; g1 contact person ¿ mfg site it was reported that during pre-use inspection the cardiosave intra aortic balloon pump (iabp) had touch screen failure. There was no patient involvement and no adverse event reported. January 31st: during pre-use inspection, the touch screen was unresponsive and could not be used. February 3rd: visited hospital for fse confirmation symptoms reoccurred. Planned to take it home for repair. No repair information available. In future if we receive any repair information will reopen and update the investigation. No root cause can be performed as, no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e.1. E.1. Event site address: (B)(6). Corrected field: e1 (event site address), h6 (investigation findings, component codes). Updated field: b4, g3, g6, h2, h11. On (B)(6): visited hospital for fse confirmation symptoms reoccurred. Planned to take it home for repair. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h3; h11. Corrected fields: e1 initial reporter.

Manufacturer narrative:
A getinge field service engineer (fse) visited hospital for and confirmed that the symptoms reoccurred. Planned to take it home for repair. Touch screen assembly (0160-00-0123) was replaced by the fse. Symptoms confirmed to have improved, and returned to customer.the following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab 15-jan- 2026. The failure analysis and testing department received part number 0160-00-0123_d lcd display serial number: (B)(6) with a reported unit failure of touchscreen unresponsive during pre-use inspection. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed part number: 0160-00-0123_d lcd display serial number: (B)(6) in the cardiosave test fixture serial number ca204340l1 and tested to factory specifications per procedure 0002-07-d016 rev.f and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Was able to recreate the reported failure. The lcd touchscreen is unresponsive. The failure analysis and testing dept. Verified the reported failure.retaining the touch screen in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. On (B)(6): during pre-use inspection, the touch screen was unresponsive and could not be used. On (B)(6): visited hospital for fse confirmation symptoms reoccurred. Planned to take it home for repair. Touch screen assembly (0160-00-0123) replaced. Symptoms confirmed to have improved and returned to customer.